Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms / ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery of a heavy pt after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and hemostasis was achieved either using manual compression or a second device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.